Event description:
Dealer is stating that the side flap on the h605 has a 4 inch crack, dealer stated they delivered in on (B)(6) 2014 and received a call after (B)(6) that it was cracked, but today (B)(6) 2015 was the first day they could make it out there.